Event description:
It was reported the patient's charging system was unable to establish communication with the scs ipg. It was also reported when palpated the scs ipg felt angled or tilted which may have contributed to the difficulty with communication. An additional charging system was sent to the patient. Follow-up confirmed the scs ipg had flipped. Subsequently, on (B)(6) 2013, the patient underwent an scs ipg pocket side revision which resolved the charging/communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.